Event description:
Add'l info rec'd from MFR 5/19/2004: according to the report received, the physician attempted arteriotomy closure after an aortogram with runoff and pta of the sfa. The knot locked on the suture and closure was achieved with manual compression. There were no reported adverse events associated with this incident. (1) the returned device was evaluated by visual inspection. (2) the failure mode could not be confirmed. The posterior cuff, suture and needle tip were not returned with the device. The anterior cuff and link were still engaged with the anterior needle tip, indicating a break in the linkage between the anterior and posterior needle cuffs. (3) there were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. The event described was failed arteriotomy closure with the perclose device. The results of device investigation did not yield any manufacturing or component defect. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. The date avd became aware of the event was 03/19/2004. The device was received by avd in 03/2004. The test and investigation results were reported in 04/2004. According to standard procedures at avd, returned device are held for 30-90 days after test and investigation depending on whether the complaint is reportable under 21 cfr 803.50.

Event description:
Suture mediated closure device failed during use. Manual pressure applied instead.